Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device was last serviced in oct 2025. Visual inspection and functional tests were performed but the customer problem was not duplicated, and the root cause was unknown. The device passes all functional tests.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 42224. There was no patient involvement.